Manufacturer narrative:
Additional narrative: it was documented on january 18, 2016 that this device was received by the manufacturer for evaluation on january 6th. The part was originally received along with a device linked to a separate complaint number. It was ultimately determined on february 5, 2016 that the part actually belonged to this case. The record has been updated and the part forwarded for investigation. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Method: has been added to this field to reflect that a manufacturing review had been completed. The results of that review (a device history record review) were reported on the initial medwatch, which was submitted on january 16, 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: one (1) depth gauge for 2.0mm/2.4mm/2.7mm screws (part 03.111.005 / lot 8109335) was returned for evaluation. Upon evaluation of the returned item, it was confirmed that the measuring tip was missing. The complaint condition was likely caused by rough handling during surgery or sterile processing and is unlikely a result of a design related deficiency. The depth gauge is an instrument routinely used in multiple small and mini fragment systems such as the 2.4mm variable angle lcp dorsal distal radius plate system, 2.4mm lcp volar column distal radius plate, and the 2.7mm lcp ulna osteotomy system. As an alternative technique, the depth gauge can be used in multiple steps to determine the necessary screw length prior to a 2.0mm, 2.4mm, or 2.7mm screw insertion. Product drawings were reviewed during the investigation and were found suitable to determine the intended device design, application, and dimensional conformity. The two parts are designed to slide easily but remain self-retaining. The complaint against depth gauge is a multiuse instrument that was manufactured in november, 2012. With the age of the instrument, it is likely that the hook of the measuring tip broke at an unknown procedural step, allowing the measuring tip to fall out of the handle. It is likely that rough handling during surgery or sterile processing has led to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a depth gauge was discovered to be missing upon routine inspection of an elbow set. The damage may have occurred during the cleaning process but it is unknown when the damage occurred. There was no report of patient or surgical involvement. This report is 1 of 1 for (B)(4).